Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the needle aspirated only air. They removed it and found the needle cone cracked. Therapy delayed. A second kit was used to complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned the product lid stock, an introducer needle and a 5ml syringe for evaluation. The introducer needle showed evidence of use. Visual examination of the needle hub revealed a single crack along the body and tapered section of the luer hub. No damage was observed on the needle cannula. Microscopic examination revealed a second smaller crack on the hub body. No defects or anomalies were observed on the syringe. The needle hub was tested for leaks by attaching a lab syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the larger crack in the needle hub. A device history record (DHR) review was performed on the introducer needle and syringe and no relevant manufacturing issues were identified. The customer report of a crack in the needle hub was confirmed by visual examination of the returned needle as multiple cracks were observed on the needle hub. A DHR review was performed and did not reveal any manufacturing related issues. A CAPA was opened to further investigate this issue. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that the needle aspirated only air. They removed it and found the needle cone cracked. Therapy delayed. A second kit was used to complete the procedure.